Event description:
It was reported that, 11 years after a bhr tha construct had been implanted, the patient developed unbearable pain. Upon getting an MRI it was noticed that about 1.5 liters of pus accumulated near the hip implant. By the time the patient was admitted, it was a confirmed case of septicemia, a life-threatening disorder, and the patient was operated. Upon further diagnosis, it was found that due to metal ions formed near the implant, there was a big clot that caused the infection, which led to septicemia. It is unknown if the devices were revised. The patient outcome is unknown.

Manufacturer narrative:
H3, h6: it was reported that hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment and additional information have been requested for this complaint but have not become available. A review of the complaint history for the bhr cup, modular head, modular sleeve and synergy stem was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the head, cup or stem. A similar complaint has been identified for the cup. This will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. All the released devices involved met manufacturing specifications at the time of production. It was also confirmed that all devices were sterilised. The bhr cup is affected by a previous CAPA, which was raised due to the bhr impactor cap being incorrectly labelled. A product recall was initiated june 2009 to further contain unimplanted devices distributed in the field. This issue was a labelling error on the impactor cap only and would not affect the performance of the device. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. A risk management review was performed. No additional risks were identified as result of the reported event. The available medical documents were reviewed. Although the reported pain, pus, and elevated crp may be consistent with infection and septicemia; with the limited information provided the root cause of the infection and septicemia cannot be determined. However, the origin of the infection is highly likely of an exogenous nature and there is no evidence that our product contributed to the infection. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. No further clinical assessment is warranted at this time. Without return of the actual devices or further information we cannot further investigate the details supplied in this complaint, our investigation remains inconclusive and a definitive root cause cannot be determined. Based on the limited information provided we are unable to speculate on specific factors known to contribute to the alleged fault. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.